Manufacturer narrative:
(B)(4).

Event description:
It was reported that the biosure ha 6mm x 25mm broke in the tibal tunnel during implantation. The head of the screw broke and the site was pre-drilled and no additional bone holes were required. A short delay of less than 30 minutes was reported. There was no report of patient impact.

Manufacturer narrative:
Device investigation narrative - one 6x25mm biosure ha screw were returned for evaluation. Visual assessment of the screws confirmed the complaint of breakage. Approximately 7.3mm of the distal threads of the screw have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was found to meet print specifications. With the limited clinical details provided regarding graft type, size and tunnel size no root cause can be determined. Further investigation is not warranted at this time. Corrected UDI: no UDI number assigned. (B)(4).